Event description:
A (B)(6) female with bloody diarrhea quantified as 15-20 episodes a day was admitted for tachycardia and dehydration. Pt required blood transfusion for hemoglobin of 4.1. Nurse went to prime smartsite blood infusion set and the tubing kept filling with air. During assessment of the tubing, it was discovered by the nurse that fluid was leaking through the tubing through what appeared to be several small holes. Blood transfused through new line. No acute injury occurred. Hemoglobin post-transfusion 6.1.